Event description:
It was reported that there is an image quality problem with the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, optimized normal field ii focus. The system was tested and found to be working as intended and placed back into service.